Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed to be properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Section has been updated based on product download.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared an hcp meter. On (B)(6)2019, the customer reported the unspecified low scanned values and stated: " she did not feel well." Emergency services were called and upon arrival, a blood glucose of 31.1mmol/l was obtained on the hcp meter. The customer was treated with an unspecified drip for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The libre readers do not affect the results of the sensor scan and have their own perception code relating to inaccurate readings. Therefore no further investigation into the reader will be required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared an hcp meter. On (B)(6) 2019, the customer reported the unspecified low scanned values and stated: " she did not feel well." Emergency services were called and upon arrival, a blood glucose of 31.1mmol/l was obtained on the hcp meter. The customer was treated with an unspecified drip for hyperglycemia. There was no report of death or permanent injury associated with this event.